Manufacturer narrative:
Dräger hasn't been contacted by the hospital after the event and was made aware of the issue by an ufr that was submitted by the local authority with 6 years delay. Dräger concludes that starting an investigation now is not meaningful; the device of unknown s/n and age may have been taken out of service in the meantime. It was reported that automatic ventilation stopped during a surgical procedure. It was confirmed that the device alarmed which is the specified response in such situation. The device reacts upon several different conditions with a safety shutdown of automatic ventilation to protect the patient from potentially hazardous out put and to prevent from serious damages to the ventilator unit. The triggering conditions include component malfunctions, patient condition (heavy coughing during the wake-up phase) use error, infrastructure problems (e.g. Stop of ventilation as a result of loss of electrical energy), lack of preventive maintenance. A differentiation is not possible. The risk to be associated with a shut-down of automatic ventilation is under control since the use of the device requires constant supervision of a trained user. Manual ventilation via the built-in breathing bag is even possible when the device is switched off completely.

Event description:
It was reported within the frame of a user facility report that the ventilation stopped during a surgical procedure. It was mentioned that the device was replaced in a controlled maneuver and that no health consequences for the patient were resulting from the event.